Event description:
It was reported the lead was explanted and replaced due to dislodgement. The physician also noted the patient had difficult anatomy which may have contributed to the lead dislodgement. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead analyzed and no anomalies were found. In addition it was also noted that the distal conductor had blood/body fluid (not obstructive), the outer insulation was breached/cut and the lead was stretched.